Event description:
It was reported that a patient, initial right knee implanted in (B)(6) of 2009, underwent a revision procedure approximately 15 years post the initial procedure. Revision date unknown. The surgeon removed the optetrak ps knee due to poly wear. There were signs of wear on the patella and liner. There were also signs of metallosis. There was an absence of cement on a significant portion of the backside surface of the femoral component. The surgeon replaced all components with a competitor¿s devices. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return. Legal indicated for the reason. Device images were provided.

Manufacturer narrative:
D10: concomitants: 1292007 204-34-02 - fluted stem extension 25l x 14 mm. 1450562 204-70-00 - tibial stem ext. Screw.

Manufacturer narrative:
The revision reported was likely the result of tibial insert wear leading to insert fracture and metal-on-metal wear. Patellar wear was also observed per the provided images. Possible causes for the observed polyethylene wear included high contact stress during knee flexion and extension on the posterior end of the insert, high forces on the patellar component, patient-related factors, inclusion of the polyethylene in the packaging recall or any combination of these possibilities. D1: corrected. H6: corrected component and investigation clinical codes.